Event description:
It was reported that the son of this patient noticed the call doctor icon of the at home monitoring system, was red. This is an indication that there may be an issue with the device. The patient was going to follow-up with their son to clarify what he saw. The patient was referred to their clinic. The cause of the issue remains unknown. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.